Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on; however, after powering on for approximately 50 seconds, the screen went black and ¿10 beeps error" was heard. Internal inspection isolated the failure to a component (u21) of the instrument board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the device was fully charged and battery died quickly when taken off the docking station. Also, when a reusable spco sensor was placed on patient, values popped-up on screen then screen went black. When reusable sphb sensor was placed on the patient, the screen automatically went black. The customer indicated that when the issue occurred with the spco sensor, there was no error message or alarm; [the device] "just goes black." When the issue occurred with the sphb sensor, there was no error message or alarm; "it doesn't even read it just goes black". No known impact or consequence to patient was reported.